Event description:
The pt experienced three incidents while using the suspect device to check their blood glucose. In all three incidents the suspect device result was either 315 or 325mg/dl and the pt injected themselves with insulin on a sliding scale. The pt was taken to the ER and paramedics used their own meter to check the pt's blood glucose and the result was always around 16mg/dl. Each incident the pt was given a glucose IV in the hosp. The dates of the incidents were in december, 2000 and in november, 2000.